Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being unstable and dislocating, requiring a greater lateral offset glenoid head. The surgeon revised to a 32/neu with a new epoly insert.